Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer stated there is a formation of a blood clot at the end of both lumen of catheter. The catheter was pulled and replaced. The customer also reported there is no additional info available.